Event description:
It was reported that the patient underwent explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2023.

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason.